Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. It was damaged; cracked on the front and rear housing, and screen. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The issue the customer was having was with the back-up capacitor, not the mp (micro processor) board. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced back-up capacitor.

Event description:
It was reported that the pump had a main board failure. No patient injury was reported.